Manufacturer narrative:
Date of event is estimated. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. During processing of this complaint, attempts were made to obtain complete patient information. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that following the patient placing their ipg into MRI mode, the patient replaced their patient controller and is unable to disable MRI mode. As a result, an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using their clinician programmer.